Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false positive alinity I total b-hcg results for one sample. The following data was provided: on (B)(6) 2025, sid (B)(6), (28-year-old, female): initial result = 35.63 miu/ml, repeat = 2.42 miu/ml no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) replaced the shutter magnet mount which resolved the issue. Issue resolution was confirmed with passing quality controls. No additional discrepant result issues have been reported since the service activity was completed. An instrument service history review for (B)(6) revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity I did not identify an increase in complaint activity associated with the complaint issue. A review of tracking and trending did not identify an increase in complaint activity for the shutter magnet mount. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) or the shutter magnet mount were identified.

Event description:
The customer reported false positive alinity I total b-hcg results for one sample. The following data was provided: (B)(6) 2025, sid (B)(6) (28-year-old, female): initial result = 35.63 miu/ml, repeat = 2.42 miu/ml no impact to patient management was reported.